Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during service and maintenance, the subject device exhibited an issue where the video cable of the camera head was found to be perforated. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. This report was sent in error as a perforated cable would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.